Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that insulin leaked out of the reservoir. The black o-rings stayed on the plunger. The leak occurred after she filled the reservoir with insulin and before putting the reservoir in the insulin pump. The leak was past the second o-ring. Customer's blood glucose level was 134 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.